Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) spoke with the lay user/pt on november 30, 2009 to obtain/verify the following info. The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging she developed symptoms after the power issue (does not turn on) began with her onetouch ultra meter. The pt stated that the power issue began 3 days before she contacted lifescan. The pt normally tests 2 times per day and was unable to test for approximately 3 days. She claimed she started to feel shaky at an unk time after the power issue began; however, she was unable to recall if she treated her symptoms or not. She mentioned that she recently had heart surgery, so she is unable to recall a lot of things. According to the troubleshooting performed with customer service, the battery was installed incorrect: the battery was upside down. The power issue was resolved with training. Replacement products were still sent to the pt. There was no evidence that the product malfunctioned. However, this complaint is being reported because the pt allegedly developed symptoms suggestive of severe hypoglycemia after the meter stopped powering on.